Manufacturer narrative:
H3, h6) a clinical analysis was conducted. It was concluded that the probable cause of the reported deviation was the skiving of surgical tools on the bony anatomy. It was confirmed that a lateral and a superior deviation was detected from the post-operative imaging. No software anomalies, errors or signs of excessive force were found in the log files. According to the logs, the surgical arm successfully reached the registered locations for both l3 and l4, as the current and destination points were identical. The CT-fluoro matching of the vertebrae was confirmed as acceptable, showing green values with no shifts detected between the CT and fluoro images. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: clinical data was received and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an alleged inaccuracy when placing the right l4 screw, with the deviation described as 5 to 6 millimeters in the cranial direction. The guidance system was aborted during the procedure. The screws were re-inserted using medtronic imaging and navigation systems. Intraoperative navigation and imaging were utilized during the re-insertion. The event occurred intraoperatively and extended the surgical time by less than one hour. No patient complications have been reported as a result of this event.